Manufacturer narrative:
Additional information : one (1) samples was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The unit was gravity tested in the laboratory via methylene blue; then leak tested under water via a calibrated provaset; and no leak was observed. The reported problem was not verified. The second device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) flow regulator sets leaked liquid between the blue flow regulator and the tubing prior to patient use. There was no patient involvement. No additional information is available.